Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111515 - the dentist reported that 2 weeks after the dental implant was installed in intraoral region #9 it was verified its non- osseointegration. Implant was immediately carried out, 60 ncm of primary stability was achieved, and immediate load was executed. Patient presented bone type iii and bone graft was executed.